Manufacturer narrative:
There was no pt present at time of event. No parts have been received by the MFR for eval.

Event description:
A medtronic rep reported that the site's emitter would intermittently stop making noise and then show up as not connected on the screen. It also had a severely reduced tracking volume. This event was not during surgery and no pt was present.